Event description:
It was reported that x-rays showed that the lead had migrated. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient leads were explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.